Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose from 400 to over 600 mg/dl. The customer experienced chronic abdominal pain and nausea. The customer stated she was having issues with the infusion sets; she inserted in sites with scar tissue and insulin was solidifying under her skin and coming back out. Customer stated the doctor has provided her with a different infusion set type. She was unable to troubleshoot and stated she would call back.